Event description:
It was reported, the device was programmed into MRI mode for the patient to undergo an MRI. Following the MRI, the device displayed an inaccurate longevity upon interrogation. Technical support was contacted and recommended re-interrogating the device. The device was re-interrogated after 2 hours and the correct longevity was displayed. The patient was stable.